Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during the device replacement surgery due to normal battery depletion (nbd) this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition when electrocautery was used and the pacing inhibition stopped when the electrocautery ceased. The device was programmed to provide asynchronous pacing in ventricle. Boston scientific technical services (ts) discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. This crt-d was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.